Event description:
User facility mandatory medwatch rec'd that stated: "rn hung ns using the primary IV set that had been primed. Rn noticed that the IV drip was going faster than what was set. Rn looked at IV tubing an noticed saline coming out of a port in the tubing. There was a puddle of ns on the floor. The tubing was filled with air next to the pt. Rn immediately stopped the flow rate of the tubing. Primary IV set was changed out, primed and restarted without incident." Upon further query, the following info was provided that indicated air in the tubing set. The tubing set was being used to deliver normal saline. After an unspecified length of time in use, the nurse noted that the "IV drip was going faster than set" and that saline was leaking from an unspecified y-site. The customer contact reported air in the tubing set; however, no air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.